Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient underwent a distal tibial osteotomy procedure on (B)(6) 2013. The surgeon drilled with guide block and tried to insert the variable angle locking screw into the distal row most radial hole. Screwdriver with the torque limiting attachment was used for the final locking. The screw would not stop rotating. Reportedly, this screw had gone through plate hole and head of screw was inserted born. Additionally it was reported that the plate hole was large or head of screw was small. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: hwc. The visual inspection of the returned device by the complaint handling unit revealed a damaged screw head. The investigation of the complained locking screw shows that the head locking thread is badly deformed due overload of torque during use. The screw head is deformed making it impossible to slip through the plate. The visible signs clearly indicate exceeding applied mechanical force while insertion which caused the damage at the screw head. The plate shows scratches on the surface and slight worn threads as well. The screw was analyzed for conformance to print specifications as well as the device history record was researched, no abnormal findings were identified. No product fault could be detected.